Event description:
The patient was having a posterior vitrectory procedure. I tested the alcon vitrector, before the patient entered the or room. The vitrector tested fine. Minutes after the patient entered the room, the vitrector screen displayed a large red stop sign and an error code 401. We powered down the vitrector and rebooted the vitrector. The vitrector would not test. The vitrector was exchanged for the backup vitrector. I tested the vitrector and it was functioning. The surgeon thought that the vitrector sounded funny. She had used it for ten minutes when she encountered difficulties with the cutter. I looked the vitrector over and discovered that the setting that was chosen was for a 1500 vitrectomy probe, the surgeon was using a 2500 vitrectomy probe. A probe that matched the setting chosen was supplied. After the procedure, the surgeon said that the incorrect setting caused abnormal viteral retinal traction, however, the surgeon was able to correct this issue. This patient will need to be followed over time to check the results of her surgery.====================== health professional's impression======================a second vitrector replaced the first vitrector and after priming and tuning this one it was determined that this one as well felt unusual in its vibration pattern with, in both cases, a somewhat unusual sound to the vibration evident on close scrutiny as well. It was then discovered that the vitrectomy machine, which had been provided to replace the primary vitrectomy machine to accommodate the 2500 cut rate dorc system. It was ascertained that there was no option with the new machine to accommodate the dorc vitrector. The primary vitrector had been discovered to malfunction before surgery began and had already been replaced by the time of initiation of surgery. It was then determined that an alcon vitrector did have a 2500 cut rate setting in the vitrectomy machine, and this one was substituted for the dorc vitrector to continue the procedure with a more physiologic cut rate accomplished.